Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4,h6, h10. UDI : (B)(4). The certas valve was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the patient had a slight over drainage and the certas plus valve could not be adjusted to set the pressure at level 4. Medical staff tried to change the setting with a different tool, including the electronic tool set and it was not possible. It was decided to check again in 6 months and a light overdrainage was observed, which is acceptable, but they didn¿t feel comfortable. The valve is still implanted, and a new MRI is planned in 6 months.